Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that when she tried to bolus, it glitched. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that the insulin pump shuts off for a while, and she needed to put a new battery. The device will not be returned for analysis.